Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported when the kit was opened they found the guide wire was kinked. The physician used the wire but had difficulty during the procedure. There was no delay in treatment and no patient death or complications reported.